Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 471 mg/dl. Customer declined to troubleshoot for high blood glucose in lieu of changing the set to if it resolved the issue. Customer stated the irritation is pump bumps and instructed to avoid etoh as the site cleanser. The customer was advised to discuss use of cleansers like skin prep with their health care provider.